Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, flat creases and missing shell. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified broken striated and one curved opening. Based on the device analysis the final assessment is: a striated edge broken in the side radius assessed as surgical damage. One opening striated in the side anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported rupture of the left device. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of the left device. The device has been explanted and replaced with a non-allergan device.